Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries were not lasting as long as they were supposed to. It was reported that the customer received replace battery alert, and never received a low battery alert. The customer's blood glucose level was reported to be 144mg/dl. Troubleshoot was reported to be conducted. It was reported that this is the second occurrence of replace battery now alert without a low battery warning. It was reported that the customer was advised that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unexpected replace battery alert and replace battery alarms noted while monitoring, multiple low battery alerts and power system error alarms noted in the format history file and power system error alarm was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue at the j6. The connector for j6 printed circuit board assembly was properly connected during our visual inspection. The j6 connector was disconnected and reconnected then monitored for two days with the unit functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture and faded serial number label.